Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. A second sample was redrawn and submitted by the doctor and was tested on the same dimension vista 1500 instrument in parallel with the original sample. Both repeat results were lower than the discordant result. The repeat result from the original sample was reported, as the correct result, to the physician(s). The second sample was canceled, and the results were not reported so the patient would not be charged twice. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls were within acceptable ranges at the time the discordant result was obtained on the patient sample. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the instrument had integrated multisensor technology (imt) errors. The cse removed the imt module, disassembled and cleaned the imt module. The cse successfully performed auto alignments. The cse cleaned and aligned the imt probe and all other probes. The cse replaced the aliquot probe due to a sample detect error, lubricated the vertical drive screw on the aliquot probe, and cleaned the ionizing fan. The cse performed auto alignments on the aliquot probe and the reagent shuffle 2. Siemens further investigated the issue and found the sample had low fluid verify readings accompanied with low fluid delta readings, which is an indicator of a fluid flow issue. There was an improper integrated multisensor technology (imt) dilution by the imt probe for the initial run. Pre-analytical variables or sample specific issues as contributing factors cannot be ruled out. Therefore, siemens concluded that poor sample quality and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material potentially contributed to the falsely elevated k result. The instrument is performing according to specifications. No further evaluation of this device is required.